Manufacturer narrative:
Novocure's medical opinion is that the contribution of the array placement to the cellulitis cannot be ruled out. Contributing factors for cellulitis in this patient include: dexamethasone use (impaired wound healing and increased risk of infection are listed as side effects. Source: dexamethasone prescribing information), prior radiation, underlying cancer disease and prior surgery affecting skin integrity. Cellulitis is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm).

Event description:
A 60-year-old female with newly diagnosed glioblastoma (gbm) started optune gio on (B)(6) 2025. On (B)(6), 2025, the patient reported to novocure that she had been admitted to the hospital for treatment of cellulitis near the surgical resection site (prior stereotactic biopsy performed on (B)(6) 2024). At the time of the report, surgical intervention, including potential drain placement, was under consideration. An image provided by the patient depicted mild to moderate edema with localized skin elevation and mild erythema in the left temporal region at the site of the surgical scar. Optune gio therapy was temporarily discontinued. Attempts to contact the prescribing physician for further details were made, but no response was received.

Manufacturer narrative:
On june 11, 2025, novocure received updated medical records containing additional information from a neurology clinic visit on (B)(6) 2025. The records indicated that the patient had undergone surgical removal of an infected bone flap and wound debridement on (B)(6) 2025. The scalp wound infection, which may have involved the subdural space, was evident both clinically and radiographically in (B)(6) 2025. The patient had been under the care of infectious disease and plastic surgery specialists and remained on ceftriaxone 2g injections. The physician expressed an intention to resume optune gio therapy as soon as clearance was provided by plastic surgery regarding the condition of the scalp. On (B)(6) 2025, the patient reported that she had been hospitalized due to a seizure attributed to brain swelling. The swelling was believed to be related to a radiation-induced skin infection. A skin graft surgery was subsequently scheduled. Optune gio therapy was temporarily discontinued. Novocure medical opinion is that a contribution of the array placement to the wound infection cannot be ruled out. The seizure and brain edema were unrelated to optune gio therapy. Wound infection is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm). Contributing factors for wound infection in this patient include: prior dexamethasone use (impaired wound healing and increased risk of infection are listed as side effects. Source: dexamethasone prescribing information), prior radiation, chemotherapy, and prior surgery affecting skin integrity.